Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported that there was an emergency room visit for high blood glucose levels and severe pain in left and right hip. Customer is on a pain patch for hip pain. Customer expressed the following symptoms of high blood glucose: chronic fatigue, dehydration and light headedness. Customer's blood glucose reading at the time of emergency room visit was 205 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. It was reported that the insulin pump alarmed no delivery. Troubleshooting was done for high blood glucose levels and no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.